Event description:
N/a.

Manufacturer narrative:
Based on the details of the complaint the stent was successfully deployed but upon withdrawal back into the introducer sheath, the end of the catheter with the balloon separated from the rest of the catheter shaft. No images of the device were received and the device in question was not returned for an investigation. As such the complaint cannot be confirmed. Based on the details of the complaint and investigation conducted, it is likely that this complaint is of the same root cause as that identified in ongoing CAPA 429004, such that it is likely that the balloon was not allowed sufficient time to deflate prior to withdrawal of the balloon and/or was not visualized to be fully deflated under fluoroscopy. When there is fluid still remaining in the balloon, when the catheter is pulled back into the sheath the fluid gets pushed to the distal end of the balloon creating a plug at the end of the sheath. If too much force is applied the shaft will stretch and break near the proximal balloon weld. It is for this reason that the most probable root cause is operational context. A secondary root cause is design, based on the findings of CAPA 429004, as with the use of contrast, the advanta v12 deflation time can take longer than the 40s as specified in the IFU (based on the use of water) for larger size balloons. CAPA 429004 is currently in the implementation phase and this issue has been evaluated under hhe 2021005 and is associated with recall number z-1076-2022.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that a (B)(6) patient was treated for iliac stenting. After stent placement, upon removal of the carrier catheter, the end of the catheter with the balloon ruptured inside the introducer.